Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump had crack. The customer's blood glucose was 527 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother declined to troubleshoot for the high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.